Event description:
Technician alleged brakes not holding when pedal is engaged.

Manufacturer narrative:
Technician found stiffner plate and bushings are worn out. He replaced stiffner plate and bushings to resolve the issue.